Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed target lesion was located in an unspecified moderately tortuous vessel below the knee. The 2.0mm x 150mm x 150cm coyote otw balloon was inflated once and ruptured at 10 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed target lesion was located in an unspecified moderately tortuous vessel below the knee. The 2.0mm x 150mm x 150cm coyote otw balloon was inflated once and ruptured at 10 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 37mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).